Event description:
It was reported that stent damage occurred. The angulated target lesion was located in the calcified and tortuous proximal to mid left anterior descending (lad) artery. A non-boston scientific (bsc) guide catheter and non-bsc guidewire were inserted along with a 2.0x15mm balloon. Following pre-dilation, a 3.0x16mm promus element plus drug-eluting stent (des) was implanted. However, distal dissection and slow blood flow was noted. A 2.50x20mm promus element plus des was then advanced for intervention. However, the stent was unable to cross the placed stent due to tortuosity and angulation. After repeated attempts, the device was removed with difficulty, the stent was damaged and could not be used. A guidezilla was then inserted to support an additional 2.5x12mm promus element plus des. The stent failed to cross the proximal part of the tortuous and angulated implanted stent despite multiple attempts. The device was withdrawn and was found damaged. The procedure was completed with a different device. No patient complications were reported and patient status was stable. It was further reported that the dissection resulted in grade 1 blood flow. It was a c-type dissection and the distal segment of the implanted stent was close to occlusion. Additionally, the guidezilla was also used to assist in the withdrawal of the 2.50x20mm stent.

Manufacturer narrative:
Device evaluated by MFR: promus element plus,mr,ous 2.50 x 12 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple hypotube kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The angulated target lesion was located in the calcified and tortuous proximal to mid left anterior descending (lad) artery. A non-boston scientific (bsc) guide catheter and non-bsc guidewire were inserted along with a 2.0x15mm balloon. Following pre-dilation, a 3.0x16mm promus element plus drug-eluting stent (des) was implanted. However, distal dissection and slow blood flow was noted. A 2.50x20mm promus element plus des was then advanced for intervention. However, the stent was unable to cross the placed stent due to tortuosity and angulation. After repeated attempts, the device was removed with difficulty, the stent was damaged and could not be used. A guidezilla was then inserted to support an additional 2.5x12mm promus element plus des. The stent failed to cross the proximal part of the tortuous and angulated implanted stent despite multiple attempts. The device was withdrawn and was found damaged. The procedure was completed with a different device. No patient complications were reported and patient status was stable. It was further reported that the dissection resulted in grade 1 blood flow. It was a c-type dissection and the distal segment of the implanted stent was close to occlusion. Additionally, the guidezilla was also used to assist in the withdrawal of the 2.50x20mm stent.

Event description:
It was reported that stent damage occurred. The angulated target lesion was located in the calcified and tortuous proximal to mid left anterior descending (lad) artery. A non-boston scientific (bsc) guide catheter and non-bsc guidewire were inserted along with a 2.0x15mm balloon. Following pre-dilation, a 3.0x16mm promus element plus drug-eluting stent (des) was implanted. However, distal dissection and slow blood flow was noted. A 2.50x20mm promus element plus des was then advanced for intervention. However, the stent was unable to cross the placed stent due to tortuosity and angulation. After repeated attempts, the device was removed with difficulty, the stent was damaged and could not be used. A guidezilla was then inserted to support an additional 2.5x12mm promus element plus des. The stent failed to cross the proximal part of the tortuous and angulated implanted stent despite multiple attempts. The device was withdrawn and was found damaged. The procedure was completed with a different device. No patient complications were reported and patient status was stable.